Event description:
This spontaneous case was reported by a consumer and describes the occurrence of fall ('falls') in an (B)(6)-year-old patient who received dr scholls custom fit orthotic inserts cf 440. Other product or product use issues identified: patient-device incompatibility "device pushing my body forward" in 2019. On an unknown date, the patient started dr scholls custom fit orthotic inserts cf 440. In 2019, the patient experienced fall (seriousness criterion medically significant). Dr scholls custom fit orthotic inserts cf 440 was withdrawn. At the time of the report, the fall outcome was unknown. The reporter considered fall to be related to dr scholls custom fit orthotic inserts cf 440. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.